Event description:
The stent on the stent delivery system was found to be flared. This was noticed when the product was removed out of the package. The product was discarded. There was no mishandling of the device prior to opening. It is unk if the product was secured in its packaging. The product was not used in the pt. The lesion was successfully treated with another genesis stent.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.